Manufacturer narrative:
Block b3: exact date unknown, event occurred eight monhts prior to the date the manufacturer became aware.

Event description:
It was reported that the patient could no longer charge the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively.